Event description:
During revision surgery, screwdriver tip broken off while extracting an competitor screw from the patient body due to pediatric growth. Screw fracture and all debris were removed from patient body.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned with a stuck screw as reported. The device inspection revealed the following: visual inspection of the device indicates that a significant number of white/grey debris is present within the cannulation of the extractor, which appears to be bone fragments from the procedure. As a consequence of this material accumulation within the cannulation, the extracted screw could not be removed using normal force. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was caused by the user not ensuring cleanliness of the cannulation during the procedure, therefore inducing debris clogging. As a reminder, the instructions for use state the following: « users have to ensure the cleanliness of the cannulation of the instrument pre-, inter- and post operatively to make sure that bone debris does not accumulate ». If more information is provided, the case will be reassessed.

Event description:
During revision surgery, screwdriver tip broken off while extracting an competitor screw from the patient body due to pediatric growth. Screw fracture and all debris were removed from patient body.